Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted presenting a retrospective study on transcatheter patent ductus arteriosus (pda) closure in preterm infants. All infants included in the study were <(><<)>36 weeks gestational age (ga). 102 patients were included in the study. In 71 cases, pda pharmacological closure had been attempted. Patients were divided into three groups according to their procedural weight. Various devices were used to close pda including medtronic¿s microvascular plug (mvp) in all three groups. Devices were selected to be 1 mm larger than the pda diameter, and initially with a length smaller than or equal to the pda. Mvp were deployed via the femoral vein in eight cases (4 fr sheath) and via the femoral artery in two cases (sheathless, use of a microcatheter directly in the artery). The reason to choose arterial access was the presence of a thrombus in the right atrium secondary to umbilical central line with coexisiting asd. Positioning and deployment of the device was done using echocardiography and/or fluoroscopy. Before release, residual shunting and the presence of lpa or aortic obstruction were assessed. If present, the device was reloaded and repositioned. The device was then released. After the procedure, patients were transferred to the nicu for close monitoring. No local complications were reported. No secondary renal failure was noted in the center that used angiography to measure the pda. Lpa stenosis was reported in three patients during the follow-up visit. Two patients had surgery to remove the device and one patient had lpa balloon dilation with a good long-term result. One patient with a mild doppler gradient on the aortic isthmus is regularly followed-up; at the time of this publication, he is not hypertensive and has no left ventricular hypertrophy. No procedural complications were reported to have led to severe permanent cardiac lesions. The complication rate was similar between the three groups. Seven deaths occurred during follow-up. Three patients died from persisting renal failure and anuria despite successful closure of the pda. One patient died from necrotizing enterocolitis 6 days after the procedure. One patient died from hemochromatosis. One death was related to respiratory disease thought to be secondary to surfactant deficiency and one patient had an intracerebral bleed before pda closure and eventually died secondary to neurologic sequelae. Mvp was used in 10 patients. This device was easily used without the need for a stiff catheter as it can be delivered via a simple 4 fr catheter. The author reports in their experience, there are two major issues with this device: the unconstrained and constrained lengths (unconstrained length 12 mm for mvp-3q and mvp-5q and 16 mm for mvp-7q) are rather long, and there is a general lack of radio-opacity making visualization difficult. The author concludes complications were encountered in our series but none of them led to death or untreatable cardiac lesions. Patients with tricuspid regurgitation continue to be followed and the regurgitant volume remains constant without any adverse consequence on right cavity volume.